Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization documentation for the ipg and paddle and lead found them to be satisfactory.

Event description:
A report was received that the pt had been explanted due to recurring infection. The physician did not believe the infection was device or procedure related but was due to the pt living in unsanitary conditions. The pt was reportedly doing well following the procedure.